Event description:
The customer reported the system was not saving images. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hardware was reformatted and the software reloaded. The system was then found to be operating as intended.